Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported eri (elective replacement indicator) condition. Further analysis found the condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported the device went to eri (elective replacement indicators) after one year of implant. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.